Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The parent of a customer reported via phone call that the insulin pump up button is not working and is not able to go to the rewind screen. The customer also indicated that other buttons only work sporadically. Customer does not recall any significant events leading to the error. Customer's blood glucose was 102 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on the lcd board unlocked. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.